Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5185929, mw5185930, mw5185931 and mw5185932

Event description:
A voluntary MDR/medwatch report was received on 04/20/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. It has been reported that readings were over 20% off. It has been reported that there was a difference in readings of 60 points and higher. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No serious or prolonged patient harm or medical intervention was reported.